Event description:
It was reported that the right ventricular lead had high impedance and artifact was seen. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : initially the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed non-physiologic oversensing and high pacing impedance. The full lead was returned and analyzed; analysis revealed a flex fracture of the distal conductor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).